Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, rotation, noise, water spray and leak test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 43.6 c and 56.8 c under load testing with coolant spray on. Under load tested temperature exceeded requirements. The lack of lubrication may have caused friction and as a result, acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing more friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.